Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawers was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawers was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 2.1 and 2.2 were not detected on the bus. A field service engineer tried by reconnecting all the connections which did not resolve the issue. Although the communication lights on the board were on, the drawers remained non-functional. The fse replaced the module controller and the controller board, after which all functions returned to normal. The fse logged into hardware test application (hta) and tested the cubies and drawers and everything was functioned properly, customer was satisfied. The system functioned as intended after the field service engineer repaired the device.